Manufacturer narrative:
(B)(4). The device was not returned; therefore, a root cause for the reported event could not be determined. A review of the device history record did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. A follow up report will be submitted with all relevant information.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, after the clip was deployed, the patient developed a late bleed and manual compression was held. There was no adverse patient sequela. Though requested, no additional information was provided.